Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete

Event description:
The account alleges that during a procedure within the cathlab, the catheter tip detached with the patient. The physician had successfully acquired retrograde arterial access under fluoroscopy with the 6f catheter to successfully acquire a left ventricular angiogram [lva] of the heart. During catheter manipulations over a guidewire, the tip of the catheter detached within the patient. The physician effectively externalized the foreign body with a vascular snare device. A new catheter was prepped and introduced to complete the procedure for this patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.